Event description:
It was reported that the healthcare professional reviewed atr episodes for the patient with this pacemaker device and stated that there was potential oversensing on the right ventricular channel. Upon review of the electrogram (egm), it was found that the oversensing on the right ventricular channel was seen as ventricular sensed (vs) which were lining up with the atrial paced beats and were properly being blanked. The healthcare professional noted possible lead noise on the right atrial channel and loss on capture on right ventricular channel. Technical services recommended lead testing prior to gen change procedure. This pacemaker device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the healthcare professional reviewed atr episodes for the patient with this pacemaker device and stated that there was potential oversensing on the right ventricular channel. Upon review of the electrogram (egm), it was found that the oversensing on the right ventricular channel was seen as ventricular sensed (vs) which were lining up with the atrial paced beats and were properly being blanked. The healthcare professional noted possible lead noise on the right atrial channel and loss on capture on right ventricular channel. Technical services recommended lead testing prior to generator change procedure. This pacemaker device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted due to normal battery depletion. Subsequently a new device was successfully implanted. No additional patient effects were reported. The device is expected to return for analysis.